Event description:
The technician alleged the side rail was stuck and would not latch. No patient impact.

Manufacturer narrative:
The side rail slide bracket was replaced by the technician to resolve the issue.